Event description:
Note: this report pertains to the first of two malfunctions that occurred during the same procedure. It was reported to boston scientific corporation that the tip of an endovive safety peg tube detached as it was being pulled through the patient's abdomen (patient age, gender and weight unknown). According to the complainant, the tip was not left in the patient. The device was replaced with another endovive safety peg kit device. Refer to manufacturer's report #3005099803-2008-06069 for the details regarding the second device.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.